Event description:
It was reported that blood products inside a valve were suspected to be responsible for a malfunction. Subsequently, a revision of the device occurred.

Manufacturer narrative:
The valve failed the patency check, which precluded further testing. Copious amounts of red proteinaceous debris were found inside the valve. Note that debris can cause a partial occlusion and impede flow through the valve. No other anomalies were noted. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.